Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 94 upon power up. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition could not be confirmed by service. This is an ancillary service event opened during investigation (B)(4). This cause is unknown. No repairs were made to correct the condition. A follow-up MDR will be submitted if any additional information is received.